Event description:
A physician reported treating a pt in the nasolabial folds on 21 december 1998. During the procedure, the adg needle disengaged from the syringe, and the collagen material was wasted. There was no injury to the pt or office staff, and no medical or surgical intervention was required.